Event description:
A nicu nurse was checking on an infant and noticed that the PICC line was broken and disconnected just distal to the end of the base of the PICC line. Approximately, five inches of the PICC line remained in the left arm of the pt. A nurse clinician was notified and was able to manually grasp and extract the portion of the line remaining in the infant. Site was closed using normal procedures with no untoward results. Complete removal was verified via radiography.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.